Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed motor error on multiple occasions. The patient's blood glucose at the time of incident was 400 mg/dl. The patient was hospitalized for this high blood glucose; they did not have a back-up plan available for treatment. The customer will remain in the hospital for two more days. Troubleshooting could not occur for the motor error alarm due to the inability to complete the rewind loop. No products were returned or replaced as the insulin pump is out-of-warranty.